Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the issue replaced both batteries, completed the scheduled pm and performed all functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the batteries did not pass the battery run time test. There was no patient involvement and no adverse event was reported.